Event description:
The following has been reported by customer: the pump infuses at a rate that does not match the programmed rate. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.